Event description:
The patient will revise due to the pseudo tumor, pain, and dislocation.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.